Event description:
It was reported that a user awoke sweating and believed he was experiencing a hypoglycemic event while using the ilet, although his reported blood glucose values were 103 mg/dl with a nadir of 93 mg/dl and no device low-glucose alert occurred. Symptoms included sweating and feeling unwell consistent with perceived hypoglycemia. Outcomes included self-treatment with oral glucose and no reported injury, medical intervention, or hospitalization. Investigation included review of user-reported glucose data and device alert behavior, along with user education and recommendation to follow up with a healthcare provider. Investigation of this case revealed no evidence of device malfunction or alarm failure and no confirmed hypoglycemia, suggesting the event was consistent with symptomatic low-normal glucose or stress-related symptoms while the device functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear without evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.